Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter read inaccurately high in comparison to results obtained on a lab device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that in (B)(6) 2016 she obtained results of 275 and 295 mg/dl on the subject meter, which she felt were inaccurately high in comparison to results of 80 and 110mg/dl obtained on a lab device, within 10 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages her diabetes with fixed insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that one week after the alleged issue occurred, she developed symptoms of shaky and weak and that in (B)(6) 2016 she presented at an emergency room (ER), where she had a blood glucose test performed on an ER meter which gave a reading of 79mg/dl and was treated with glucose tablets/gel. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event and subsequently received medical intervention from a healthcare professional after the meter had been reading inaccurately high.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.